Event description:
It was reported that the right ventricular lead exhibited failure to capture and failure to sense. It was discovered that the lead dislodged. The lead was explanted and replaced. The patient was in recovering condition.